Event description:
The patient's vendor reported that the patient's infusion tubing separated from the self-adhesive of the infusion site and his blood glucose elevated to 408 mg/dl. He changed the infusion set and bolused through the infusion device to lower his blood glucose. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental reported.